Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The health care professional reported that cause of the broken stimulator remain unknown. It was also reported that the patient has an upcoming appointment to see a health care professional on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the hcp stated the patient felt like the stimulator broke inside of her. The hcp stated the patient was not having any pain or discomfort but felt like there was ¿something moving around in there¿. It was noted the hcp had talked to the patient¿s urologist, but she stated she wouldn¿t see the patient about the issue because she didn¿t have anything to do with the stimulator. There were no symptoms reported. The hcp noted the issue began on (B)(6). There were no further complications that have been reported as a result of this event.